Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing, pacing inhibition, and intermittent increases in impedance measurements, but none were out of range. The patient's heart rate was approximately 35 beats per minute (bpm) and the patient felt dizzy. Troubleshooting was performed which did not elicit any rv noise. The device was reprogrammed. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)